Manufacturer narrative:
Mutlu, s., guler, o., mutlu, h., karaman, o., duymus, t., parmaksizoglu, a. (2016) tourniquet use during total knee arthroplasty does not offer significant benefit: a retrospective cohort study¿. International journal of surgery, 25, 264. Doi:10.1016/j.ijsu.2016.07.017. The product was not available for return. Root cause is attributed to tourniquet. Condition is addressed in package insert. Completion of the investigation relayed to biomet (B)(4) via etq. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
Information was received based on review of a journal article titled, "tourniquet use during total knee arthroplasty does not offer significant benefit: a retrospective cohort study" which aimed to investigate the efficacy and safety of using tourniquets during total knee arthroplasties using the vanguard pcl prosthesis manufactured at biomet. This complaint addresses one (1) patient for wound hematoma without tourniquet. There has been no further information provided and the patient outcome is unknown. All other events will be reported in individual records which will be linked to this parent record.